Manufacturer narrative:
(B)(4)

Event description:
On 06/28/2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) female patient. There was no patient information at the time of this report. New information was received on 07/20/2016 that involved repeat testing on I-stat that suggested a potential product malfunction. The customer also states that return product is not available for investigation. The investigation is underway. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 10/17/2016. Retain product was tested and is functioning according to specification. Return product was not available for investigation. Date on initial MDR was filed on 07/29/2016. MDR was actually filed on 07/28/2016.

Event description:
Na